Manufacturer narrative:
The monitor (B)(4) and electrode belt (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 2/21/2014, electrode belt: 11/24/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in a rehab facility at the time of passing. Per review of the patient's continuous ECG recordings, from 4:20:24 am until 4:44:27 am, the patient's rhythm was sinus rhythm at 70 bpm slowing to sinus bradycardia at 30 bpm. The rhythm then transitioned to an idioventricular rhythm at 20 bpm degrading to asystole with intermittent cardiac activity and CPR and motion artifact. The lifevest was shut down at 4:44:27 am, and restarted at 4:44:54 am. From 4:52:33 to 5:05:43 am, the patient's rhythm was an idioventricular rhythm at 20 bpm with CPR and motion artifact. The rhythm then transitioned to asystole with intermittent cardiac activity and CPR and motion artifact. The rhythm then transitioned to an idioventricular rhythm at 60 bpm with CPR and motion artifact. Then, from 5:05:43 am to 5:07:52 am, the rhythm degraded to vt from 130 bpm to 180 bpm with CPR and motion artifact and electrode lead fall off. CPR, motion artifact, and electrode lead falloff prevented the lifevest from treating the patient during the treatable arrhythmia. The lifevest was shut down at 5:07:53 am on (B)(6) 2021.